Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the right ventricle lead exhibited inappropriate therapy, high capture thresholds, far p over-sensing, low pacing impedance, and low r waves. The right ventricle lead was capped on (B)(6) 2022.